Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the investigation is in process. The physical device evaluation has not yet been completed. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported that the endoscope has repeatedly tested positive for microbial contamination and requested evaluation for a leakage. Over 200 colony forming units (cfu) of membrane filtration, and over 200 cfu of penicillium sp., were detected in the auxiliary flushing channel. Micrococcus luteus and paracoccus yeei, were detected in unspecified amounts. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. Additional details were requested regarding the reported event; however, no further information was provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The device was returned to olympus for inspection and an additional reportable malfunction was identified. The air/water cylinder was found to be dirty.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided cleaning disinfection and sterilization (cds) practices of the subject device, third party testing, and the completed device evaluation. The user provided their cds practices of the subject device where the detergent used for pre-cleaning is sekusept forte. The device is manually processed with an colonoscopy brush set by key surgical, (ref eb10107c) and sekusept forte detergent. The device is processed in a cantel / medivators automated endoscope reprocessor (aer) with phago wash ld detergent and rapicide pa disinfectant. The device is stored horizontally in a endostore cantel drying cabinet. Olympus is the maintenance provider of the subject device. The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled. The device tested positive for less than one (1) colony forming unit of unspecified micro-organisms. The obtained results are in conformance with the requirements. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where: due to deformation of the scope connection cover, water tightness is lost. Control plate is deformed. Air/water cylinder has discoloration. Suction cylinder has discoloration. Adhesive on bending section rubber has visible thread. Connecting tube has a scratch. Due to wear of angle wire, bending angle in down direction does not meet the standard value. Due to deformation of bending tube, bending angle in up direction exceeds the standard value. However, these defects alone are not considered severe enough to cause a potential adverse event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.